Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm (air in line), which occurred on the homechoice during initial drain. The baxter technical service representative (tsr) explained the alarm and advised the home patient (hp) to discard the set-up and start over with new supplies. The tsr advised the hp to contact the clinic about the alarm. Proper procedures per the user manual were reviewed with the hp. No patient injury or medical intervention was reported at the time of the initial call.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the emdr as the product code and lot number are unknown.

Manufacturer narrative:
(B)(4). The root cause of the system error 2240 alarm was undetermined. A batch review was not performed as the lot number was unknown. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).